Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was done by the surgeon on (B)(6) 2019. Patient felt as though they were impinging in flexion. They also felt that they may have been a little short. The surgeon removes the head and liner, removed some soft tissue and bone that may have been causing impingement, then trialed a +4 neutral liner with a +1.5 head trial. He ran the leg through range of motion and found that to be satisfactory. The real implants were opened and implanted. Closing process began. Doi: (B)(6) 2019. Dor: (B)(6) 2019. Unknown affected side.